Event description:
A patient reported that the meter kept prompting the error 5 message. Patient was taken to the ER due to the meter reading the error 5 messages. Patient did not have any symptoms. Unknown what the ER reading was. Patient was given food and a prescription at the ER. This case is reported as a meter malfunction due to the issue not being resolved with troubleshooting. No further information has been reported.